Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line of an amia automated pd cycler set disconnected from the cassette. The patient was connected during an unspecified process step of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury associated with this event; however, prophylactic antibiotics was given as a precautionary measure. No additional information is available.